Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, it is likely a communication failure occurred due to the cable failure, image noise occurred, and the image was not displayed. The cause of the cable failure was the loss of watertightness due to damage to the cable unit. The event may be prevented by following the instructions manual which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a damaged (kinked) cable unit. During the evaluation of the device, it was noted that the cable unit had lost its watertightness, and due to the disconnection in the cable unit, the endoscopic image was not displayed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the early morning preparation of the device, the camera head was not displaying an image. There was no procedure or patient involvement.